Event description:
A nurse (rn) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) advised the rn to close all clamps and transfer set, and to cycle power to clear the alarm. The tsr explained the alarm indicated air entered the set up. The home patient (hp) confirmed there were no wet lines and he/she did not disconnect prior to the alarm. The hp also confirmed spare line clamps were closed. The rn stated the hp did disconnect to make the call to baxter. The rn confirmed to report alarms to peritoneal dialysis rn the following morning. The hp confirmed to finish therapy manually. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The product code is unknown; therefore, the 510k number is unknown. Should any further information become available, a follow up will be sent.